Event description:
It was reported that the customer's insulin pump alarmed motor error. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the displacement test failed and alarmed motor error during rewind as a result of a motor encoder signal being out of phase. The device was received with cracked case at the display window corner, cracked reservoir tube lip, and scratched screen. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.